Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between march 18-19, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under-infused; the device appeared "relatively full". This was observed during patient infusion via a midline. When the nurse disconnected the pump, the infusion line began to flow. The device contained piperacillin/tazobactam 18g and citrate buffer in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.